Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) on this pacemaker was triggered due to a high pacing impedance measurement greater than 2,000 ohms with another manufacturer's right atrial (ra) lead. The lead was tested in both bipolar and unipolar configurations and all measurements were within normal limits. Remote monitoring data was reviewed by boston scientific technical services (ts). There were some episodes of noise following the lead configuration to unipolar from the lss, however there were no episodes prior. The patient reported symptoms of a headache and nausea. The patient planned to be monitored.